Manufacturer narrative:
Explant due to aortic regurgitation and mitral regurgitation was reported. The investigation found that leaflet 2 and leaflet 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface and narrowed the inflow diameter. There was calcification noted at leaflet 2 which may have contributed to the cause of tear. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, one of the tears had mild degenerative changes to the collagen at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2015, a 23mm sjm trifecta valve, a 29mm tailor flexible annuloplasty band in the tricuspid position and a 30mm non-abbott ring was implanted in the mitral position due to severe aortic calcification and aortic, mitral and tricuspid regurgitation. Post implant procedure the patient went through atrial fibrillation treatment however, the cause is unknown. In (B)(6) 2020, aortic regurgitation and mitral regurgitation was noted upon examination. On (B)(6) 2021, the trifecta valve was explanted and replaced with a non-abbott valve and mitral valve replacement also occurred. The patient was reported to be in stable condition.